Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33 ,lot# va1fy56, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead section d information references the main component of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient said their ins flipped over in back and whole thing fell apart and broke. They did an x-rays and stated she didn't take out the ins and lead right away when it flipped and broke. She said tissue grew around the wires, and it was unbelievable pain for recovering. The ins wire was protruding and occurred probably 9 months after got this implanted. The patient also stated that the flipped occurred 10 months after implanted and had it removed. The patient had an unbelievable painful recovery. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the cause was unknown but that they did had a pedicure in a massage chair. They further stated that issues was removed but recovery was very painful. No further complications were noted or anticipated.